Event description:
It was reported that a pump alarm was heard. The pump was interrogated, and telemetry confirmed that a low reservoir alarm was occurring. The physician planned to re-confirm the alarm and then refill the pump. Attempts to follow up with the health care provider for additional information were made without success. It was later reported that the device system was used to deliver morphine and baclofen. It was noted at that time that the patient had heard an alarm once in the past, "due to her pump going empty."

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product typ catheter. (B)(4).